Event description:
The surgeon implanted an aq2010v silicone lens, but it tore while being inserted. The lens was removed with no patient injury or complications. The model and lot numbers of the injector and cartridge were not specified by the facility.

Manufacturer narrative:
Eval: results: visual inspection of the product found the optic torn. There was evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.